Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
It was reported to the arjo representative that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during patient transfer one of the clips detached from the lift spreader bar. As to consequence of the event patient fell of the sling and sustained laceration to the back of the head. As the result hospitalization was needed and staples were applied.

Manufacturer narrative:
On (B)(6) 2019 it was reported to the arjo representative that there was the incident with the involvement of maxi move passive floor lift and passive clip sling. It was stated that during patient transfer one of the clips detached from the lift spreader bar. As a consequence of the event patient fell off the sling and sustained laceration to the back of the head. As the result hospitalization was needed and staples were applied. After the event there was an evaluation made by arjo technician. Examination results revealed that both sling and the lift were in a good condition and were working correctly. There were no signs of wear and tear. Several attempts were made to retrieve the described event by arjo technician, however, it was unsuccessful and no issue with sling nor the lift has been found. It was only confirmed that the sling-lift system was found to be working according to the manufacturer specification. Passive sling instruction for use (04.sc.00-int1_2, october 2014) provides patients with some crucial information and pictures regarding correct attachment and detachment of the sling clips: "use the sling according to both the lift and sling operating and product care instructions." "Always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and in tension as the resident's weight is gradually taken up. Always check that the clip is mounted on the attachment lugs in its most downward position." "Make sure the lug is locked at the top end of the clip." It is also worth to mention that according to the information collected from the customer facility representative: "the facility and myself believe the issue to have been caused by use error. Staff may not have had the clip of the sling securely in place." Please note that arjo performed thorough analysis regarding the reason for clip detachment. It was concluded that a sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on-label use. It cannot go inward because it is stopped by the metal frame of the spreader bar. It cannot go outward because it is stopped by the metal end stop of the clip attachment lug. It cannot go downward as it is suspended on said clip attachment lug, and it cannot go upward because it is pulled down by the weight of the patient. Results of arjo evaluation are in line with the cause of the reported clip sling detachment presented by the involved customer facility. Moreover, product instruction for use have been evaluated in terms of the effectiveness for use by volunteers outside of the health care field. The evaluation focused on the IFU effectiveness at communicating the instructions to the caregivers on how to perform the attachment and detachment activities as intended. The above IFU evaluation indicates that the IFU layout and its content is adequate to enable the caregiver to perform the intended activities safely. From the above it can be concluded that misusing of the clip attachment and incorrectly attaching it to the spreader bar was the reason of patient fall. All gathered information lead us to the conclusion that there was an use error that caused the event. If caregivers follow all recommendations and procedures provided in instructions for use and the sling clips attachment points are inspected before and during every transfer, the risk of serious injuries and hazard situations is low. To conclude, the system - clip sling and floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift nor the sling that could cause or contribute to the event however, the clip attachment failure occurred and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to the fact that patient sustained serious injury.